Manufacturer narrative:
Information was via journal article. (B)(4). Other device used: catalog #unk, unknown harris-galante liner, lot #unk; catalog #unk, unknown harris-galante shell, lot #unk; catalog #unk, unknown femoral head, lot #unk this report will be amended when our investigation is complete.

Event description:
It was reported that one patient in the hybrid group reported that they had mild pain, which was controlled by aspirin.

Manufacturer narrative:
No devices or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot number is unknown. These devices are used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.